Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 38mm stent delivery system was returned for analysis. Visual and tactile examination identified no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts pulled from mid-section over distal balloon cone and tip. Balloon material was reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the delivery was difficult and when the device was pulled out, the stent was moved to the distal side of the balloon. The procedure was completed with a 2.25 x 24 synergy des. No patient complications were reported.

Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the delivery was difficult and when the device was pulled out, the stent was moved to the distal side of the balloon. The procedure was completed with a 2.25 x 24 synergy des. No patient complications were reported.